Event description:
Consumer called in to complain the she wore the first guard for three nights and the thing came apart in tow pieces. She alleges that one part of it was going down her throat. She fit the second guard and this one she complains scratched up her gums.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.